Event description:
As patient was being taken off the shampaine 5100b or table, the table tilted 4 inches off the floor (no harm to the patient). The table was checked by 3 staff members and was noted to be in the locked position. Two additional staff members were able to tilt the table to the side and raise it from the floor. Table has been assessed by contracted service provider. Written assessment will be provided when provided to the facility.